Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-n-0736-0680, awareness date 18-aug-2015). It refers to a female consumer of unspecified age in united states who had essure (fallopian tube occlusion insert) inserted on an unspecified date for birth control. The patient's medical history included nulliparous. Consumer reported that since essure placement her periods became very heavy with clots the size of golf balls, really bad pelvic pain, she felt tired all the time and it seemed like her body was always fighting a infection. She was put under two types pf birth control for the bleeding and had a vaginal ultrasound performed with normal result. She will be having a partial hysterectomy to remove it, all of her tubes and her uterus. Ptc investigation result was received on 03-oct-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Follow-up information received on 20-oct-2015: case upgraded to incident. This follow-up has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting, which took place in september 2015 (FDA-2014-n-0736-1518). Consumer was (B)(6) when she had essure inserted in 2009. In 2012, three years later, she started to experience horrific pains in her abdominal area, two periods a month with heavy clotting (golf ball sized) and she was also experiencing chronic fatigue. She was put on two types of birth control, had blood tests and had a vaginal ultrasound and all was normal. On (B)(6) 2015 she had a hysterectomy performed, with tubes and coils removal. As soon as she woke up from surgery she was a different woman. Result and assessment of the product technical complaint investigation received on 04-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed and spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and stated that her periods have become very heavy with clots the size of golf balls, and she had horrific pains in abdominal area. She underwent a hysterectomy and coils removal, 6 years after essure insertion. These events were considered serious due to medical significance and are listed in the reference safety information for essure. Changes in menstrual bleeding pattern and abdominal pain may occur under essure use. Thus, based on the positive temporal relationship, essure safety profile, and on the lack of alternative explanation, causality between the reported events and essure use was assessed as related. Non-serious events were also reported. This case was initially regarded as non-incident, and upon receipt of follow-up information stating that a surgical intervention and device removal was required, the case was upgraded to incident. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No active follow-up will be pursued, as this case was identified during health authority website monitoring.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.